Event description:
It was reported that during an unknown respiratory surgery, when trying to fire after the articulation was performed, there was no motor sound at all and the device could not be fired at the 1st firing. The doctor who had experienced the device was locked out before said that there was even no motor sound slightly which is a characteristic of the lock-out in the early phase. However, it was suspected to be lock-out, so the cartridge was replaced and tried to fire again, but the same event occurred, and a new device and cartridge were put out, and the surgery was continued. The doctor also said that a motor sound that normally would not be felt was heard during clamping. (A short sound like a motor switching.) The cartridge color was gold. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent 2/3/2025. D4 batch #c9ef3w. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with a gst60d reload present. The reload was received unfired. The device event log was reviewed. Several events were found the clamp release inactive when unclamped. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch as part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number c9ef3w, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished pve35a, with lot/batch number c9en3n, and no non-conformances were identified.